Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife was broken off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the cutting knife was broken off since electric discharge occurred and temperature of the distal end of the subject device increased. Also, it was known that electric discharge occurred since the contact length between the cutting knife or the tissue was too short. The instruction manual of the device has already warned as follows; when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During an endoscopic submucosal dissection, the subject device was used. When the user performed the water supply with gif-q260j, the distal tip of the cutting knife fell into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the cutting knife.